Event description:
Customer called to report damage to the insulin pump. Customer reported that they were trying to change the infusion set by putting in the reservoir, but the reservoir fell out. Customer's blood glucose levels were not included in the report. Product is not being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.